Event description:
Pt admitted thru ed for asthma. Staff noted bleeding & hub of catheter missing & was unable to retrieve pink catheter tip from IV site. Surgeon took to o.r. For retrieval of catheter tip from vein.